Event description:
It was reported that the right ventricular (rv) lead exhibited under sensing through atrial tachy response (atr) review. Boston scientific technical services (ts) discussed measuring the rv event in clinic and programming the rv sensitivity accordingly. This lead remains in service. No adverse patient effects were reported.